Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient is experiencing the following mom complications: metallosis and neuropathy (right).

Manufacturer narrative:
This is the event as 3010536692-2014-01702, -01703, -01704. This report will be updated when investigation is complete.